Manufacturer narrative:
The on/off switch and mmi board to on/off cable were returned to failure investigator (fi) lab for evaluation. Visual inspection of the cable revealed no evidence of damage or contamination. The exterior examination was performed on the switch on/off determined no signs of damage or contamination. The on/off switch and the cable were installed in the fi test ventilator. Operational test was performed in normal ventilation mode and the ventilator boot up and deliver breaths. The ventilator did not generate any errors during cycling the power test. Fi technician boot the ventilator in and out of the diagnostic ventilation mode fifteen times without any failures. Fi technician ran the on/off switch for an extended period of approximately four hours and the ventilator operates without any failures identified. The root cause for the reported issue could not be determined due to no failures were identified.

Event description:
The customer reported that the unit went ventilator inoperative while in use. Unit was in alarm state and shut itself off as respiratory therapist approached. No specific failure code identified. The device was in clinical use at the time the reported issue was discovered; however, that was no harm to the patient or user.